Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have experienced a loud constant tone of insulin pump. Customer changed batteries and constant tone was not resolved. Troubleshooting could not be performed as insulin pump also had a blank display screen. Customer was advised that insulin pump would need to be replaced. Customer's blood glucose was 112 mg/dl.

Manufacturer narrative:
The pump was received with no button response due to an unlocked connector on the lcd board. No audio/beep anomaly or frozen display was noted. Unable to perform any tests due to unresponsive buttons. The pump was received with a cracked reservoir tube lip and minor scratches on the display window.